Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes the following information was provided by the initial reporter: the tubes are not separating the serum from the blood. Nhls carletonville lab has been rejecting samples due to the serum not separating from the blood after centrifugation.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. B5. Describe event: it was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of the sample. D10: device available for evaluation: yes d10: returned to manufacturer on: 30-aug-2023 h.6. Investigation summary: material #: 367957 lot/batch #: 2227690 bd received three (3) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Bd also received return samples from lot 2126972 and 2206610, however these lots were unable to be confirmed by the customer as demonstrating poor barrier separation. Additionally, the customer samples along with retention samples from bd inventory, were evaluated by visual examination and there was no additive abnormality or gel defects present. The issue of poor barrier separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation based on photos only. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that after centrifugation with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of the sample.